Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead fell during a syncopal episode. After the fall, low p waves, loss of capture and sensing of ventricular events on the atrial channel were observed. It was suspected that the lead had dislodged. It was noted that the patient was not pacemaker dependant and there were no allegations related to the patient syncope. Boston scientific technical services (ts) reviewed the electrograms (egms) and noted what appeared to be a normal ventricular tachycardia (vt) or supraventricular tachycardia (svt) event on the day of the patient fall. Additional information was provided that a lead dislodgement was confirmed and the device was programmed to vvi. The patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.